Manufacturer narrative:
Philips has investigated this complaint. According to the additional information, issue occurred during the procedure and got delayed. Procedure was completed by restarting the system using the pc power button. Customer reported that the system was not booting, the machine was down with a sedated patient on the table. Philips remote service engineer (rse) analysed the system remotely and performed troubleshooting actions and found that the issue with bios battery on the host pc. A review of system logfile cannot be able to confirm malfunction. Rse suggested to customer to replace the bios battery. Customer replaced the bios battery. After replacement of bios battery, the system was returned to use in good working order. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the service quotation was cancelled by the customer. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system did not boot up. No harm has been reported to philips. Philips has started an investigation of this complaint.